Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. A fault in the continuity of the pump to controller electrical connection triggers the controller fault alarm. The fault could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the back-up controller for the ventricular assist device (vad) was used to power the pump during the pre-implant wet test. Power consumption was 2.8w. During the wet test, the controller alarmed and displayed an electrical fault alarm. The controller was exchanged. There was no patient involvement.

Manufacturer narrative:
It was reported events of electrical fault alarms. One controller,(B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a controller power up event on (B)(6) 2017 at 13:37:37, an electrical fault alarm was logged at 13:37:39 indicating that the rear stator is not connected followed by a motor start event at 13:37:46. A vad stopped was recorded at 13:38:45 due to a disconnection of the driveline. During this alarm, power source 2 and rear stator were not connected. A second electrical fault alarm was recorded at 13:38:49 indicating that the front stator was not connected followed by a motor start at 13:38:50. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. Supplemental testing was performed, which included log files review when the driveline connector was not fully connected to the controller; alarms were recorded similar to the ones observed during the reported event date. Based on the available information, the most likely root cause of the loss of power can be attributed to a disconnection of both power sources. The root cause of the vad stopped alarm can be attributed to a disconnection of the driveline. The root cause of the electrical fault alarms can be attributed to the disconnection of the rear and front stator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.